Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2006 - patient underwent surgery for repair of a ventral incisional hernia. A bard composix mesh was implanted to repair the hernia defect. On (B)(6) 2009 - patient presented to the hospital with pain in the supraumbilical area. This pain was later found to be associated with the previously placed mesh. Upon removal of the mesh, it was found that patient had "two loops of small bowel densely adherent to mesh", which made it necessary to resect the small bowel. Patient has suffered and will continue to suffer physical pain and mental anguish.